Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2026 23:37:00 after more than 7 days at 12.23 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2026 16:50:00 after more than 7 days at 12.22 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) /2026 11:16:00 after more than 7 days at 11.98 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails, label damage. Customer alleged for unexpected low battery alert, charge/battery lasts less than expected not confirmed. Cracked case corner of the belt clip rails confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump crack on case ¿ battery tube side and pump is going through batteries more frequently. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and damage not affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.